Event description:
It was reported that an intraocular lens (iol) was required to be removed and replaced in the same procedure owing to a capsular bag tear noted within the eye. A virectomy was performed. The incision was not required to be enlarged. The lens was replaced with a different type of lens and the procedure was completed successfully. The patient was reported to be doing well. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.